Manufacturer narrative:
The eval and repair of the ventilator has not yet begun. (B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the back light pcb's to correct the issue, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) display was blank. Although requested, there was no available info regarding pt involvement.